Manufacturer narrative:
Section h9: the device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the reported event was confirmed through the analysis of a data log file retrieved from the related centrimag 2nd gen primary console. Per the log file, on (B)(6) 2018 the console was supporting a system at a speed of ~4100rpm and a flow of ~4.6lpm. At approximately 7:01am on (B)(6) 2018 the log file captured an active system alert:s3 alarm as a result of an active sf_ifd_shutdown_detected fault. Soon after, pump speed dropped down to ~3200rpm, the flow reading became blank, and the console alarmed with a set pump speed not reached:m5 alarm. Approximately 8 minutes later the log file captured an active flow signal interrupted:f2 alert. Multiple attempts to change the set speed were unsuccessful. The flow remained blank until the console was powered down at approximately 7:20am. The returned centrimag motor was evaluated and tested by the service depot under work order #(B)(4). The reported complaint was not duplicated nor verified during their evaluation. The returned motor was operated for an extended period of time with the its associated console and flow probe. No abnormal sounds or motor temperatures were observed during testing. No flow issues were observed at any point. Continuity and insulation testing of the motor's cable did not reveal any issues. The returned motor performed as intended during testing. However, reports of similar events have been documented and corrective action (CAPA) has been initiated to investigate the issue. This investigation has determined that this event was caused by a motor related issue. The motor will be retained for final disposition under CAPA 120791. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device, 1 year and 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the doctor heard a gravel like noise coming from the centrimag pump. Upon inspection of the pump and motor, the doctor found the motor to be hot to the touch. An emergency motor and console change was performed and the patient remained stable. No additional information was reported.